Manufacturer narrative:
(B)(4). Each of the 5 complaints is regarding 1 bladder catheter, nelaton-robinson, p/n 220500 where the customer reported that the catheter leaked at the funnel during use. For the 5 complaints (B)(4), all in all 3 actual devices and 1 representative sample from the same lot were returned for investigation. A leak test was performed on the 3 actual samples by connecting a 1.5 l urine bag filled with water to the catheter. The functional test confirmed for the 3 samples a leak between catheter tube and funnel. Furthermore, a functional investigation of the representative device was conducted according to the effective work instruction for the tightness test between funnel and tube. The representative sample showed no leak at the adhesive connection between tube and funnel. A review of the manufacturing data for lot 18/28/212 was carried out and no issues that could have contributed to the reported event were identified. The performed in-process-controls to which also a leak test belongs, showed no deviations. For investigation a nc has been opened. The examination confirmed the reported issue for the 3 actual samples. However, in the root cause analysis, no clear cause for the failure could be determined. The nc also includes 3 former confirmed complaints (tc#(B)(4)) with the failure "leak between funnel and tube" for the reported lot 18/12/212. The reported slight leakage between funnel and catheter tube occurs sporadically, which is an inconvenience for the user and means no user risk.

Event description:
It was reported that the catheter leaked at the funnel during use.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter leaked at the funnel during use.